Event description:
The pt was implanted with a synchromed pump and cathetr in 1997 for intrathecal infusion of pain medication for non-malignant pain. The hcp withdrew more drug from the pump reservoir than expected during a refill procedure and the pt had been experiencing increased pain. The catheter had been replaced in 1999. A rotor study showed the pump rotor was moving. The device was explanted in 1999 and it was returned to the MFR for analysis. Another pump was implanted and the pt's pain was relieved.